Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes, it was determined during functional testing that the device had a chiller failure. Chiller temperature (t4) was 30.1 chiller tank full of water.

Event description:
It was reported that the arctic sun device failed calibration error 80. Per review of wo notes, it was determined during functional testing that the device had a chiller failure. Chiller temperature (t4) was 30.1 chiller tank full of water.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. Per review of wo notes, it was determined during functional testing that the device had a chiller failure. Chiller temperature (t4) was 30.1 chiller tank full of water. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.